Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a red screen. There was no involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The device had not been serviced in the past. An alarm: "system fault 41,622 occurred 1 0 0 3" was identified in the event history log. The reported problem was confirmed through functional testing. The cause of the reported problem was a broken camflex sensor. The camflex sensor was replaced to correct the issue. The device then passed all functional tests after the repair.